Event description:
Report received of a covered yankauer soft molded tip disengagement. The reporter did not have firsthand knowledge of the event; however, they provided the following details. Reportedly, a 77-year-old female patient was admitted on (B)(6) 2024 for altered mental status and respiratory distress. The patient was initially intubated at admission. The patient was extubated on (B)(6) 2024; however, the clinical decision was made to reintubate on (B)(6) 2024. Prior to intubation, the patient was suctioned with the covered yankauer. The patient was agitated, and a bite block was not in use. The patient reportedly, would frequently bite down on products inserted into the oral cavity; however, biting could not be confirmed by the reporter at the time of the disengagement. The yankauer tip disengagement was not initially noted; however, shortly after the patient was suctioned, a provider opened the oral cavity to intubate and observed the soft molded tip from the yankauer in the patient's throat. The provider was able to remove the yankauer tip with their fingers. The patient did not experience any adverse consequences. Although the affected device was discarded, lot information and photos of the affected device were provided.

Manufacturer narrative:
The affected device was discarded. However, a photograph of the affected device was provided. A visual inspection was performed on the photograph of the affected product. The photograph shows the yankauer component with the sleeve retracted and the soft tip overmold completely detached from the yankauer straw. The yankauer straw appears to show evidence of where the soft tip was over molded and melted onto the hard straw indicating that the product was manufactured correctly. A product history review was performed for the implicated product code, lot number and affected components. All in-process quality checks performed during the manufacturing process indicated passing results and all release criteria were met per the product drawing. The soft tip overmold is manufactured at a third-party supplier. The supplier¿s production records indicated the product was manufactured to specifications and a retains force test found zero failing parts. A labeling review was performed. The instructions for the yankauer state "always use a bite block if patient is not alert or cannot follow instructions¿. Although it was not confirmed that the patient bit the yankauer component, a bite block should have been in use. Therefore, the instructions were not followed. The root cause for this event could not be identified.

Event description:
Report received of a covered yankauer soft molded tip disengagement. The reporter did not have firsthand knowledge of the event; however, they provided the following details. Reportedly, a 77-year-old female patient was admitted on (B)(6) 2024 for altered mental status and respiratory distress. The patient was initially intubated at admission. The patient was extubated on (B)(6) 2024; however, the clinical decision was made to reintubate on (B)(6) 2024. Prior to intubation, the patient was suctioned with the covered yankauer. The patient was agitated, and a bite block was not in use. The patient reportedly, would frequently bite down on products inserted into the oral cavity; however, biting could not be confirmed by the reporter at the time of the disengagement. The yankauer tip disengagement was not initially noted; however, shortly after the patient was suctioned, a provider opened the oral cavity to intubate and observed the soft molded tip from the yankauer in the patient's throat. The provider was able to remove the yankauer tip with their fingers. The patient did not experience any adverse consequences. Although the affected device was discarded, lot information and photos of the affected device were provided.